Manufacturer narrative:
Additional information: after clinical review of this file performed on march 30, 2020, it was decided to remove patient codes pain and paresthesia and add skin irritation to more accurately capture the reported event. On april 15, 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This report is for the patient's right-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture, paresthesia and pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with 350cc mentor memorygel breast implants and experienced bilateral capsular contracture, itching, back pain, neck pain and burning on the left side postoperatively. As a result, the patient underwent bilateral device removal on (B)(6) 2020. This report is for the patient's right-sided device.